Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 110-115 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.